Event description:
Initial reporter indicated that the physician was having problems with their handheld computer and "could not get it to work". It was reported that the screen kept freezing and it was giving a "fatal error" message. A soft reset did not resolve the issue. Good faith attempts are being made for product return for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.